Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested with a generator and the max hand activation button was not functional; upon testing on gen11 an alert screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device; in addition, corrosion was found at the hand activation domes. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during a laparoscopic appendix procedure, when the complaint device was being connected to the generator (gen11), the connection could not be detected. No patient consequences reported. Procedure was completed with same like device.